Manufacturer narrative:
(B)(4). The correct information has been provided with this report. Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal,bolus leaking test follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a pump. Conclusion: reservoirs no air bubbles and not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir and through the tubing of the infusion set while priming. Customer also reported leak during filling process. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer declined to complete the troubleshooting as they already changed the reservoir and the infusion set. The customer was advised the reservoir and the infusion set will be replaced. The products will be returned for analysis.